Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. The impact on the customer¿s blood glucose level is unknown as they declined to provide this information. Technical support decided to replace the pump, as the malfunction had occurred multiple times, and instructed the customer on the necessary steps for handling and returning the malfunctioning pump. The customer will continue using the current pump until the replacement arrives. Despite the customer requesting to try a pump reset, technical support advised that this would not resolve the issue. The replacement pump was successfully sent to the customer.